Event description:
It was reported that the patient experienced inadequate stimulation due to paddle lead migration. The patient underwent a procedure wherein the lead was repositioned. The patient was doing well postoperatively, and the paddle lead remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.